Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose level of 2.9 mmol/l. Customer treated with carbohydrates. Customer was reporting a sensor error status. Customer reports they did not receive a calibration error alert. The insulin pump will not be returned for analysis.